Manufacturer narrative:
(B)(4). CAPA assessment: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Service history review: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The reported condition of failure code 66 was confirmed and duplicated during product evaluation. This condition was caused by a voltage of the central processing unit (cpu) being too high, making it inoperative, due to a faulty battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 66; this condition had the potential to interrupt delivery. This condition was found in the "I med b" department upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.